Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the backplane and the display was verified. Replaced the backplane and the display adapter pcb. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that there was a problem with the image on the 9800 sys, when making x-rays. It was noted that black images were presented during cine runs. There was no report of pt injury.